Event description:
It was reported that the procedure was performed to treat a lesion in the sfa popliteal (off-label). The case was extremely long and there was heavy tortuosity and heavy calcification. After the voyager would not cross, an attempt was made to remove it, but it appeared to be stuck in the calcification. The device was "yanked" and the shaft separated at the rx junction. The pt was taken to surgery where the distal portion was removed.